Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Final analysis found ble lockout had occurred, resulting in the loss of ble connectivity.the cause of the ble lockout was due to a system requirement which disables ble due to too many unsuccessful connection attempts with the device. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. A reset was performed and bluetooth connectivity was able to be restored. There were no patient consequences.